Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "thin layer of fluid and signs of capsular contracture" diagnosed via MRI. Healthcare professional later reported "capsular contracture baker grade IV" diagnosed via ultrasound. This record is for the right side. Device remains implanted.